Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Review of the event history log (ehl) showed an error code 45639. The downstream/upstream occlusion seal and printed wire assembly (pwa) board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a failure related to the logistics platform. During physical inspection, it was found that there was a detached downstream occlusion seal occlusion seal. There was no patient involvement, no patient injury was reported.